Event description:
The customer alleged that she received readings of 4 and 8 when testing with her breeze2 meter. Those readings would not be possible, unless the meter was missing segments or reading in mmol/l. The breeze2 meter should have the units of measure locked in mg/dl. No adverse events were alleged. The customer was unable to troubleshoot her meter at the time of the call and ended the call. No product will be returned at this time.